Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to the device was too short and not working. During the procedure, it was noted that the cylinders had herniated out of the corporotomies due to an anatomical issue. The cylinders and pump were replaced, and the reservoir was left in place. There were no patient complications.